Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy bag and abdominal pain. The breach in aseptic technique was further described as due to caretaker change. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with ceftazidime injection (1gm, everyday, for 13 days, discontinued, route was not reported), vancomycin injection (1gm, every 3rd day, for 13 days, discontinued, route was not reported) and heparin injection (1000 iu each bag, daily, intraperitoneal, for 13 days, discontinued) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.